Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and monarc sling were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient had the concurrent procedures of cystoscopy and anterior/posterior colporrhaphy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent a mesh removal in 2013. It was reported that the patient underwent urethrolysis, anterior wall reconstruction and mesh removal on (B)(6) 2014, due to complications of mesh surgery and erosion. It was reported that the patient underwent a partial vaginectomy, fascial graft implant, and mesh excision in (B)(6) 2014. No additional information was provided.